Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 2 of 4 was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice unit during drain 2 of 4. The patient was advised to contact the nurse and stated she would do a manual exchange. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. Baxter product surveillance spoke with the hp on (B)(6) 2010. The cause of the alarm was still unknown, but the hp has been doing fine and continuing therapy on the cycler as usual with the same transfer set. The setup was discarded, no companion sample was available, and the lot number was unknown.